Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was placement difficulty with the lead. After several stylet exchanges, they were unable to pass a stylet beyond approximately the half way point of the lead. A different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was blood on the distal conductor. The analyst noted that the stylet insertion test was failed due to blood obstructed inside the is -1 connector pin. If information is provided in the future, a supplemental report will be issued.